Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itchy scalp"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown. The reporter considered medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: pruritus, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) (MFR# 2951250-2019-11520) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter and patient's dob added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itchy scalp"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown. The reporter considered medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: pruritus, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itchy scalp"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown. The reporter considered medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: pruritus, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.